Event description:
It was reported that the asymptomatic patient presented in-clinic for a normal follow-up. Upon evaluation, it was discovered the right atrial lead exhibited oversensing. An insulation anomaly was suspected. The doctor decided to cap and replace the lead on (B)(6) 2017. The procedure went well and the patient left the operating room in good condition.